Event description:
It was reported that the lead was dislodged. During surgery, the stylet compromised the lead insulation. The lead was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received mechanical and visual analysis found the lead helix could not be extended due to dried body fluid in the distal coil and helix. After the lead was cut. The helix could be fully extended and retracted by applying torque directly to the distal coil of the remaining portion. Further analysis found the outer insulation was perforated with a stylet during surgery. Damage found is consistent with that occurring at surgery. Helix extension was within specification. The lead exhibited normal electrical characteristics.